Event description:
During impaction of the stem, the patient's medial calcar fractured. Also, the threaded inserter tip broke off in the stem and could not be retrieved.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned mto inserter confirms the reported thread material fracture. The device is etched with (B)(4) , indicating the product was manufactured in july 2008. The device has been in service for over five years. It is in very poor cosmetic condition and shows signs of frequent, heavy use. The root cause is attributed to wear out. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.